Manufacturer narrative:
Model number/catalog number: sc2218-50, serial number: (B)(4), batch/lot number: 15471612. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing increased ipg charging. It was also noted that the patients lead had high impedances. The patient will undergo a revision procedure.